Manufacturer narrative:
Date of event: unknown. Investigation: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was not able to duplicate or confirm the indicated issue. Hence a potential root cause cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that syringe 0.5ml 31ga 8mm ufii 10bag 500cs had its needle detach. The following information was provided by the initial reporter: "consumer reported needle detached from hub and lodged in shield."